Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 16:310 was confirmed during review of the event history log. The assignable cause was a faulty user interface module printed circuit board. The user interface module printed circuit board was replaced to correct the reported condition. The user interface module software version is 5.04.00. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. However, during previous service the user interface printed circuit board was replaced. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Event description:
The facility representative reported a colleague infusion pump with a 16:310 failure code. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.